Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 1090922.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and were not returned.